Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated:  b4: date of this report. B5: describe event or problem. G3: date received by manufacturer.  G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One unknown legacy biomet implant was reported but not returned. Device history record (DHR) review could not be performed as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. However, complaint history review could not be performed for the unknown implant as the lot/item number was unknown. Therefore, based on the available information the implant malfunction and the reported event could not be verified since the implant was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Additional device information unknown / not provided. Email address was not provided. Premarket identification PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Product not returned.

Event description:
Doctor reported the drivers hold the implant but at the moment of placing the implant they does not disengage from the implant. Doctor did not finished the procedure.